Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000166631.

Event description:
It was reported patient's system was auto-reducing and not providing patient effective therapy due to high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.